Event description:
The customer reported to baxter (B)(4) of a cut in the tubing about 10 centimeters below the drip chamber on an add-a-line secondary medication set. The condition was noted before use on a patient. There was no patient injury or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample has been received for evaluation and the evaluation is pending. A follow-up report will be filed upon completion of the evaluation. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number.